Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone 14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received medical attention from paramedics on (B)(6) 2026 after losing consciousness with hypoglycaemia. The patient¿s blood glucose levels declined below 54 mg/dl while wearing the pod between 24 and 36 hours. No further information regarding this incident was reported.